Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. Blood glucose level was 42-59 mg/dl. Customer treated low blood glucose with food, apple juice and orange juice. Customer stated that the insulin pump was over delivering insulin. Current blood glucose value was 367 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of reported high blood glucose. Insulin pump was been used on auto mode. Customer was assisted with troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the device is over delivering and the low reservoir alert is not functioning properly. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No over delivery anomalies noted during testing. Units left on status screen matched properly with devices left on test water filled reservoir. Low reservoir alert functioning properly during testing using a test using a test water filled reservoir. Device successfully downloaded to thumps and carelink. Verified in the insulin pump downloaded history the insulin pump delivered 1.075 units of normal bolus on (B)(6) 2021 between 01:42:32.000 and 05:09:02.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing. No over delivery anomalies noted during testing. Confirmed the low reservoir alert functioned properly during testing using a test using a test water filled reservoir. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.